Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and power on self-test were performed. During the visual inspection it was identified that the battery was damaged. The cause of the damage is unknown. The battery was replaced to fix the found condition. The pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.